Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported the upper aligner cutting into their gums. They have tried soaking them in hot water before wearing and they are still uncomfortable and making the gums sore. Provided information on general discomfort and requested patient use hh tips and provide update.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.